Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were not closing and fell into the patient. The clip was located and retrieved. The case was extended 20 minutes, but there were not adverse consequence due to extended or time. Another device was used to complete the case. One device was discarded.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clips were not closing and fell into the patient. The clip was located and retrieved. The case was extended 20 minutes, but there were not adverse consequence due to extended or time. Another device was used to complete the case. One device was discarded.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.